Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿cut, during implanting¿.

Event description:
Healthcare professional reported, opened and discarded/destroyed, due to "cut, during implanting". Unknown, if patient contact occurred. Device not implanted.